Event description:
The event is reported as: when the physician pulled the device out of the pt, the string had become detached from the needle. It happened inside the pt's body. We were not able to verify if the needle was taken out. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.